Manufacturer narrative:
Correction: notified date additional information: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, on a laparoscopic thoracoscopy, on the left lower lobe, the stapler was able to fire on the seven reloads, the patient had pain. Oxycodone 5mg was provided as needed to prevent a permanent impairment of a function. There was no patient injury.